Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
There was air in the flexcath steerable sheeth. The sheath was replaced with another flexcath steerable sheath, and the procedure was completed without any further issues. There was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing; the air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.